Event description:
The initial reporter questioned high results for multiple patient samples tested for sodium (na) on a cobas c 303 analytical unit. The following are examples of discrepant high results for 7 patient samples. Patient 1 initial result was 152 mmol/l. The repeat result was 145 mmol/l. The repeat result from a blood gas analyzer was 143 mmol/l. Patient 2 initial result was 151 mmol/l. The repeat result was 145 mmol/l. The repeat result from a blood gas analyzer was 143 mmol/l. Patient 3 initial result was 150 mmol/l. The repeat result was 144 mmol/l. On (B)(6) 2025, the repeat result from a blood gas analyzer was 142 mmol/l. Patient 4 initial result was 149 mmol/l. On (B)(6) 2025, the repeat result from a different cobas analyzer was 143 mmol/l. Patient 5 initial result was 149 mmol/l. The repeat result was 142 mmol/l. The repeat result from a different cobas analyzer was 140 mmol/l. Patient 6 initial result was 148 mmol/l. The repeat result was 142 mmol/l. The repeat result from a different cobas analyzer was 140 mmol/l. Patient 7 initial result was 150 mmol/l. The repeat result was 144 mmol/l. The repeat result from a different cobas analyzer was 143 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found inadequate suction of the residue in the dilution vessel and a damaged vacuum nozzle. The fse replaced the vacuum nozzle and performed precision testing with acceptable results. The investigation determined the event was consistent with an improper emptying/drying of the mixing vessel due to the damaged vacuum nozzle.